Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported that dr. (B)(6). Requested that a silent nite 3 device be repaired due to a right anchor being broken off. Additional information received reported that the device broke on (B)(6) 2026 while the 73-year-old, male patient was sleeping. There was no injury or adverse outcome to the patient and no medical intervention was required. The patients stopped using the device on the day it broke.